Manufacturer narrative:
The samples from patient one provided for investigation were further tested using competitor methods. It was determined that method specific differences exist and may lead to slightly different reduction rates. There was no issue seen with the results obtained during testing using either method.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
The customer reported that they had a doctor complaining that the parathyroid hormone, intact (pth) assay results are not reaching 50% as soon as he expects during surgery. The customer split a total of six samples from two different patients and had a different laboratory run each sample on a vitros 3600 analyzer. Four of the six samples were found to have erroneous results. The first sample, a pre-surgery sample drawn at 8:30 am from patient one, initially resulted as 59.4 pg/ml and this value was reported outside of the laboratory. The sample was repeated on a vitros 3600 analyzer at a different laboratory and resulted as 39.5 pg/ml. The customer did not know which result was correct. The second sample, a sample drawn during surgery at 12:04 pm from patient one, initially resulted as 48.2 pg/ml and this value was reported outside of the laboratory. The sample was repeated on a vitros 3600 analyzer at a different laboratory and resulted as 19.1 pg/ml. The customer did not know which result was correct. The third sample, a sample drawn during surgery at 1:08 pm from patient one, initially resulted as 26.9 pg/ml and this value was reported outside of the laboratory. The sample was repeated on a vitros 3600 analyzer at a different laboratory and resulted as 13.4 pg/ml. The customer did not know which result was correct. The fourth sample, a pre-surgery sample drawn at 10:22 am on (B)(6) 2013 from patient two, initially resulted as 108.5 pg/ml on (B)(6) 2013 and this value was reported outside of the laboratory. The sample was repeated on a vitros 3600 analyzer at a different laboratory on 10/30/2013 and resulted as 67.6 pg/ml. The customer did not know which result was correct. The patients were not adversely affected. The pth reagent lot number was 16903903 with an expiration date of 11/30/2013. The field service representative was unable to determine a cause. He ran diagnostics. He checked fluidics an all were ok. He reviewed calibration and quality control data; all checked ok with no significant shift noted. He ran a measuring cell prep 30 times. He ran a precision study with patient material and this recovered within specifications. He ran performance testing and this recovered within specifications. The system was found to be operational.

Manufacturer narrative:
The customer provided the three samples from patient one for investigation. These samples were tested with a retention kit from reagent lot 171868 since the customer used lot of 16903903 was expired. The customer's results were reproduced. The reagent performs within specification and no reagent specific issue could be identified.